Manufacturer narrative:
It was reported that the patient did not place device into surgery mode before going into surgery. Patient is unable to connect to their device and is getting the error message when attempting to connect. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient underwent an unrelated surgery where the ipg was not set to surgery mode. The ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time.